Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
This event occurred in (B)(6). The customer reported that the syringe disengaged from the hypodermic needle after the medication was administered on withdrawal, it remained in the patient. It was reported that there is no patient or clinical injury associated with this report. No information on how the needle was removed from the patient. Unknown patients condition at this time.